Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that while using a pogo one step diamond micro-polisher, a patient closed their mouth down on the polishing disc and the disc became embedded in the patient's cheek. The doctor was able to retrieve part of the device. The patient was referred to an oral surgeon for removal of the remaining fragment.